Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient family member regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had surgery on oct 23rd. The day after surgery he had a beautiful day. Last night patient was miserable, his original symptoms returned, he kept going to the bathroom. The patient reported a sudden change in symptom. Caller tried using the patient programmer (pp) yesterday and could not get the therapy screen. The caller used the patient programmer (pp) on the call. Caller synced and got the therapy screen. Pp appeared to be working as intended. Reviewed with caller could try to increase stim. Caller stated she now knows what to do. The patient will monitor symptoms and adjusts if needed. No further complications were reported/anticipated.

Manufacturer narrative:
3004209178if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had been ¿having a lot of problems¿. They stated that their symptoms prior to implant were fine during the day. However, at night, they could sleep but at 3:30-4 am every morning, they woke up to go every 15 minutes. They had not slept in 2 weeks. The program they started with (program 1) was quite successful but ¿it died out¿ so they talked to the manufacturer¿s representative on the phone and changed to program 4. The patient stated that last week was very bad and, since making the change, their symptoms were not improving. Using the programmer, it was determined that the patient was on program 4 at 2.1 and the stimulation was on. The patient (and their wife) were able to successfully change to program 1 and the stimulation was increased to 0.7. They felt the stimulation comfortably and the patient was going to try this current setting. Therapy considerations were reviewed with the patient. They were also redirected to their healthcare professional (hcp) if the issue did not resolve. There were no further complications reported or anticipated.